Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level ranging from 500 to 600 mg/dl. The cause of the high bg was unknown. A correction bolus was delivered to address bg level. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.